Event description:
A customer reported an alarm issue with the freestyle librelink application. The customer received a signal loss alarm and could not be alerted of changes in glucose and experienced a loss of consciousness. An ambulance was called and customer was treated by a healthcare provider with glucagon injection. The customer was taken to the hospital, however, no further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The customer reported signal loss and no alarms for a few weeks. Upon extended investigation, no issues were identified with the librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.